Event description:
It was reported that cuff leakage was found after 10 days of use. The problem was resolved by replacing the trach tube with a new one. The event occurred while in use with the patient at the hospital. The device was operated by the user/patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 6/4/2025. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could be duplicated. Upon further inspection under magnification, multiple small tears were observed on the cuff of the trach. In order to replicate clinical use, the trach was filled with 10ml of water as per IFU using an ICU medical provided syringe. The cuff failed to inflate and a leak was observed immediately after filling. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.